Event description:
On (B) (6) 2010, pt was implanted with a gore propaten vascular graft. A femoro-tibial peroneal trunk bypass was performed due to tissue loss. Physician reported a problem with seroma. Graft was explanted on (B) (6) 2010.

Manufacturer narrative:
The investigation is currently in progress.